Event description:
It was reported that balloon rupture occurred. A 4.0-2/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.